Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis was performed and the peek housing was found damaged. The peek housing was observed on the microscope and it was found evidence of a hole, stress marks and mechanical damage; internal components are exposed. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The signal interference noise reported by the customer was not confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The peek housing damage could be related to the shipping process after procedure however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt( ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the signal interference noise was observed on ic, bs, or all ECG (bs + ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported signal interference issue is not considered to be MDR reportable since the risk to the patient is low. On 27-jan-2023, the bwi pal revealed that a visual inspection of the returned device found the peek housing was damaged. Microscopic examination found evidence of a hole, stress marks and mechanical damage with internal components are exposed. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device had been compromised.